Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "effect of articular capsule repair on postoperative dislocation after primary total hip replacement by the anterolateral approach" written by yiran lu, zongming wu , xianzhong tang, mengzhen gu and bo hou published by journal of international medical research accepted by publisher on 24 june 2019 was reviewed. The article's purpose to assess articular capsule repair in primary total hip replacement with the anterolateral approach and its effect on postoperative dislocation. Data was compiled from total 385 patients that were followed up for up to 5 years. All patients received depuy products. Depuy products: pinnacle cup, corail uncemented ha stem, head, liner. Figures 1-3 provide photographic images of the surgical procedure with no adverse events reported. Figure 4 provides radiographic images reporting a (B)(6) year old man who experienced a post op dislocation with symptoms of joint instability treated by manual reduction. Narrative description reports the dislocation occurred during functional exercise after arthroplasty and he soon experienced a cerebral infarction resulting in hemiplegia on the affected side. Generalized adverse events: dislocations (treated by closed reduction).